Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia to a highest cgm reading of 314 mg/dl within hours of an infusion set and cartridge change on an ilet system, after a lunch announcement, with no observed leakage and a subsequent site change performed; the user typically wears a steel cannula infusion set on the abdomen where scar tissue is present, and the caregiver questioned possible reduced absorption or a defective batch of infusion sets. Symptoms included thirst. Outcomes included a transient hyperglycemic episode that resolved as the ilet brought glucose down to 215 mg/dl with downward trend and without alarms, hospitalization, or additional interventions. Investigation included user troubleshooting, site replacement, and verification of insulin delivery by checking for drops prior to application of a new site. Investigation of this case revealed no device alarm or confirmed device malfunction, with potential contributing factors including postprandial rise, infusion into scar tissue with impaired absorption, or supply variability; no leakage or bent needle was observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.